Event description:
International affiliate reports that revision/removal surgery was conducted on (B)(6) 2014 since the treatment using the implants was completed. During the surgery, it was noted that the heads of three moss miami sacral polyaxial screws were broken when the surgeon was trying to change the angle with a head adjuster. It was impossible to pull out the screws by a driver shaft because the insides of screw shafts were rounded. The surgeon used the power tool to disassemble the heads and then removed screw shafts by using removal instruments. No broken pieces were left in the patient's body. However, the surgery was delayed by thirty minutes. The samples are not being returned as they were discarded at the hospital. The following mfg. Medwatch reports are being filed for the three screws involved in this event: 1526439-2014-11511; 1526439-2014-11512; 1426439-2014-11513.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.